Event description:
Pt with history of gardner's syndrome underwent colonoscopy, polypectomy, and argon plasma coagulation in 2002. Multiple left and right colon polyps, less than 5 mm, snare resected and treated with argon plasma coagulation. The pt tolerated the procedure well with no apparent complications. Pt was admitted with a duodenal perforation due to probable transmural burns from argon plasma coagulation of duodenal c-loop. The physician who performed the procedure believes that the following equipment malfunction was a significant issue contributing to this pt's perforation. The olympus computer image management system for video endoscopes was upgraded in 2002. Since that time, it has been noted that the endoscopic image "freezes" during application of cautery using the erbe argon plasma coagulator which does not allow the endoscopist to visualize the tissue effect. This interference and freezing of the endoscopic image continues to occur intermittently and without warning. Attempts to address the problem by engineers from both companies, olympus and erbe, have been unsuccessful.